Event description:
It was reported that the patient experienced chronic pocket pain, with superficial device placement from the prior procedure. It was noted that the patient had lost weight (amount unknown) status post gastric bypass surgery. Stat culture and gram stain of the pocket were negative for anaerobic and aerobic organisms. The pocket was reopened, and the device was placed sub-pectorally and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2005. (B)(4).